Event description:
Customer returned one extra btt short port. Visual inspection shows the balloon popped/burst. Follow up attempt was made, and it was determined that the hospital returned one extra burst balloon. The procedure was completed using a replacement device. There were no pt consequences reported by the hosp.

Manufacturer narrative:
Investigation details: visual inspection shows that the btt short port burst. From the investigation the silicone outer coating and latex balloon material are torn on the short port body. Compliant is confirmed for balloon burst. A lhr review cannot be performed because the lot number was not provided.